Event description:
Complainant alleged that during functional testing by an onsite zoll medical representative, the device's display was frozen and clinical info could not be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.